Event description:
Additional informaiton was received and obtained on (B)(6) 2015. It was reported that the size of the cook sheath was 18 french.

Event description:
On (B)(6) 2015, the patient was implanted with two aortic extender components to treat a pseudo aneurysm. The first aortic extender component ((B)(4)) was deployed and while the physician was removing the catheter through the cook flexer sheath (18 french), the leading olive did not come out with the catheter. It is unknown if the leading olive got suck on the cook sheath or if it came detached for other reasons. The physician used hemostats to remove the leading olive from the patient. The patient had a second aortic extender component implanted without any issue, and tolerated the procedure. The catheter for the first aortic extender component was discarded at the hospital and is not available for evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.